Manufacturer narrative:
The product investigational analysis completed 5/21/2020. The device was visually inspected and hemostatic valve looks to be on its side rather than the usual horizontal position. The brim cap hemostatic cap was intact. Friction ring was not visible due to the dislodged valve and dilator was no returned by the customer. On 5/5/2020, a second inspection was performed and the hemostatic valve was found dislodged inside of hub. The observed detached hub has been assessed as an MDR reportable malfunction. Friction ring and brim cap remain intact. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions were found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub and clear tube could be related to handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a 60 year old male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the vizigo sheath bleed back. The hemostatic valve did not break into two or more separated pieces. Bleeding was not excessive, no air entered to the patient. No medical/surgical intervention was required. The case continued and was completed. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. Should additional information become available this record may be revised. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction.